Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Photo investigation: the device was not returned. A photo-investigation was performed on the images provided. Upon inspecting all the photos provided, the tfna nail was found to have plastic deformation mark near the proximal hole. Based on the provided images no visual defects were observed in the tfna screw and both the locking screws. The fading or discoloration on tfna nail, tfna screw and locking screws might be due to removal procedure/implantation. The reported adverse event condition might be due to deformation on tfna nail but not with the tfna screw and both locking screws. So reported adverse condition can be confirmed for tfna nail. The root cause of the complaint condition cannot be confirmed based on the provided images. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. Conclusion: the complaint condition can be confirmed for tfna nail during photo investigation. During the investigation, no product design issues or discrepancies were observed. No manufacturing issues were noted during investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is proposed. Device history lot manufacturing location: monument, manufacturing date: 19-dec-2019, expiration date: 01-dec-2029, part number: 04.037.931s, 9mm/125 deg ti cann tfna 400mm/left- sterile, lot number: 32p4614 (sterile). Production order traveler met all inspection acceptance criteria. Inspection sheet, in-process / inspect dimensional / final ns071265 rev e met all inspection acceptance criteria. Inspection sheet, tfna assembly inspection ns067861 rev b met all inspection acceptance criteria. Packaging label log (pll) lmd rev ad was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. Scn 17017 supplied by ethicon (abq) was reviewed and determined to be conforming. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: part number: 04.037.912.3, tfna lock drive, lot number: 22p7929. Production order traveler met all inspection acceptance criteria. Inspection sheet, ns062925 rev e met all inspection acceptance criteria. Part number: 04.037.912.4, wave spring, shim ended, lot number: 17p1868 . Work order traveler met all inspection acceptance criteria. Inspection sheet, incoming final inspection, ns062851 rev b met all inspection acceptance criteria. Material certificate and certificate of conformance and quality history card received from smalley dated 18-oct-2019 were reviewed and determined to be conforming. Part number: 04.037.912.2, lock prong, 125 degree tfna, lot number: 3l12462, lot quantity: (B)(4). Purchased finished goods traveler met all inspection acceptance criteria. Part number: 21127, timoagri16.00, bp80, lot number: 17p1402. Inspection instruction met all inspection acceptance criteria. Certified test report supplied by perryman company dated 15-aug-2019 was reviewed and determined to be conforming. Lot summary report dated 04-oct-2019 met all inspection acceptance criteria. Raw material receiving / putaway checklist met all inspection acceptance criteria. Device history review: this lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2020 the patient underwent an operation for a fractured proximal femur with a trochanteric fixation nail advanced (tfna) long nail. The patient underwent a revision operation on (B)(6) 2021 due to pain in the hip. After the removal of the original nail, it was observed that the nail was almost broken on the proximal hole. This report is for one (1) 9mm/125 deg ti cann tfna 400mm/left - sterile. This is report 1 of 4 for (B)(4).